Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty removing the luer connector and cartridge from the ilet, and the connector was oriented incorrectly; with guidance, the cartridge was removed and the connector was eventually twisted off using a wrench. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and normal device alarms. Investigation included troubleshooting and education by support, review of lot information for the connector and cartridge, and arrangement for product return for assessment. Investigation of this case revealed a suspected mechanical connection issue at the luer interface involving the connector and cartridge, with improper connector orientation contributing to the inability to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was product performance issue due to user difficulty with connection orientation.